Manufacturer narrative:
An event of complete heart block with escape rhythm was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the exact cause of the complete heart block and arrhythmia could not be conclusively determined. The reported surgical intervention was a result of case-specific circumstances as permanent pacemaker was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor valve with vision was chosen for implant with a large flexnav delivery system and large navitor loading system. It was noted the patient presented with right bundle branch block and left anterior fascicular block at time of procedure. The patient's membranous septum measured 5.0mm. There was no calcification extending beneath the aortic annular plane in the interventricular septum. During procedure, while in the cusp overlap view (cov), the inflow edge of the constrained valve was within the capsule positioned at the base of aortic annulus while the pigtail positioned was confirmed to be at the bottom of the non-coronary cusp. The starting and final implant depth of the valve was 5mm. Post-implant, it was observed the patient experienced a complete heart block with escape rhythm. A decision was made to implant a permanent pacemaker. There was no additional hospitalization required. The patient status was reported as stable and discharged the next day.